Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with infection. The cause of infection was unknown. The implantable cardioverter defibrillator system was explanted. The patient was stable before, during and after the procedure and will continue to be monitored.